Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. A company physician performed the following evaluation of the photo received. The medical review of the photo had the following observations: poor quality photo showing a left eye dilated pupil with a well centered iol with opacities in the anterior capsule, haze/opacities centrally unable to determine if in surface of lens or posterior capsule, and inferior amorphous white opacity ,unable to determine origin or location. Observations may be compatible with anterior capsule opacification, pco and/or lens haze and/or opacities. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. While the photo review indicated observations that may be compatible with anterior capsule opacification, pco and/or lens haze, and/or opacities, it could not be determined from the photo alone. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that following and intraocular lens (iol) implant procedure, the patient experienced blurred vision and low visual acuity in the left eye. When examined, the physician noted lens calcification. Additional information has been requested.